Manufacturer narrative:
Palussiere, jean et al. ¿percutaneous lung thermal ablation of non-surgical clinical n0 non-small cell lung cancer: results of eight years' experience in 87 patients from two centers.¿ cardiovascular interventional radiology (2015) 38:160¿166 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). (B)(4).

Event description:
Reported via journal article. It was reported via journal article that patients experienced complications post radiofrequency ablation (rfa) procedures. Immediate procedural complications after rfa procedure were reported as pneumothorax and neurological (grade iii or IV) complications occurred in the lower trunk of the brachial plexus after rfa of apical tumors.